Event description:
It was reported that during implant, the ventricular lead dislodged while slitting, so the physician chose a new sheath to re-implant the same lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).